Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump was "going haywire." The customer did not know the blood glucose reading. She stated that the insulin pump would not work and that something would not come down. She reported that her blood glucose levels would go up and down. She declined troubleshooting for the matter and did not specify details regarding the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.